Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had an unknown error on an unsupported scope and it was noted by technical assistance center engineer as an e315 error. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to h6 component code: 4755 - part/component/sub-assembly term not applicable does not apply to this event. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause of the error message could not be confirmed since the device was not returned for device evaluation. Olympus will continue to monitor field performance for this device.